Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant, the leadless implantable pulse generator (ipg) device exhibited rising capture thresholds. High thresholds were found the following day. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.